Manufacturer narrative:
The reported incident that locking screw, t7 diam.2.7x18mm was alleged of issue s-11 (breakage during surgery) could be confirmed. The device inspection revealed the following: some damages / deformations on the screw hole of the volar smartlock distal radius plate are clearly evident. There is an indication, according to the way the inner part of the hole is damaged, that the screw may have been inserted on an angle. The head of the screw is completely broken ripped off as it was not extractable. It is also visible that the screw shaft is bent . This gives us again a possible indication (which coincide with the damages / deformations seen on the plate hole), that the screw may have been inserted on an angle and did lock up possibly cold welded. No further information can be given as ¿user used incorrect product for intended use¿. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The biomedical engineer at the clinic reported the following event, on (B)(6) 2014 patient had a variax locking plate for right wrist implanted at another hospital. The screw head fractured and the screws and plate were impossible to remove. No adapted instrumentation in kit. Patient left. On (B)(6) 2015, difficult removal of the devices because the screw was not extractable. Revision surgery was performed. Epiphyseal fracture risk. Residual metal debris. Ablation of the devices performed 2 times.

Event description:
The biomedical engineer at the clinic reported the following event, on (B)(6) 2014, patient had a variax locking plate for right wrist implanted at another hospital. The screw head fractured and the screws and plate were impossible to remove. No adapted instrumentation in kit. Patient left. On (B)(6) 2015, difficult removal of the devices because the screw was not extractable. Revision surgery was performed. Epiphyseal fracture risk. Residual metal debris. Ablation of the devices performed 2 times.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.